Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or replacement arrangements were reported, and no additional information was received regarding the outcome of the event.